Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incident reported from this lot. Based on available information, the reported difficult to remove from anatomy appears to be due to challenging patient anatomy. The reported tissue damage was due to procedural circumstances. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use (IFU) is known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty removing the clip delivery system (cds) and leaflet damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. One clip was successfully implanted without issue. A second cds was advanced lateral of the first clip however became stuck in the chordae. While trying the free the cds, the anterior mitral leaflet (aml) was damaged and the mr increased to 4+. The clip was not implanted and the cds removed. Two additional clips were implanted medial and lateral of the damaged leaflet, reducing mr to 2-3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.